Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-01580.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil handle (handle) and penumbra smart coils (smart coils). During the procedure, the physician advanced a smart coil in the target vessel using a non-penumbra microcatheter and used a handle to detach it; however, the smart coil failed to detach. The physician then manually attempted to detach to smart coil but it still would not detach without some struggle. Subsequently, the smart coil detached. The procedure was completed using additional smart coils, the same handle and microcatheter. There was no report of an adverse effect to the patient.